Event description:
Bipolar wand did not function; the doctor removed it and noticed the tip was missing. Metal plate at tip of handpiece fell off in patient's knee. X-ray revealed the tip in the back of the knee joint.what was the original intended procedure?right knee arthroscopy with anterior cruciate ligament reconstruction.device #1is this a laboratory device or laboratory test?no.